Event description:
It was reported that during a cholecystectomy, the clip fell off. Same thing happened with a second clip. Used a competitor's device to complete the case.there was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.